Manufacturer narrative:
Final analysis found burn marks on the ac power adapter and circuit board which caused the reported inability to power the transmitter. It was suspected that the damage sustained occurred after exposure to an electrical storm.

Event description:
It was reported that the transmitter would not power up after the patients home was hit by electrical power. The device would no longer be used and replaced.